Event description:
The entire device was removed from the pt due to pt dissatisfaction-no rigidity of the glans penis. The right cylinder not implanted after initial perforation. Add'l lot/ser#: 9220t 009.